Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported she received a reading of 14.7 mmol/l leading her to take a large corrective bolus of fast-acting insulin, amount unknown. Patient stated she felt symptoms of insulin overdose and called emergency services before fainting. Patient reported they found her unresponsive on the floor and administered first aid bringing her back to consciousness; treatment received was not provided. Patient stated her blood glucose reading on the paramedic's unknown meter was 3.3 mmol/l. Patient reported she was admitted to the hospital where her blood glucose reading was 4.4 mmol/l on the hospital meter; treatment received there was not provided. There is no timeframe as to when the patient fainted after she called for help. There is also no time frame as to arrival of emergency services and their treatment. Also, there is no information as to whether the 3.3 mmol/l was taken while the patient was still unresponsive or after she received treatment. Requested return of the alleged device for evaluation.